Event description:
It was reported that a pump was alarming no disposable-clamp tubing. The alarm was silenced, reviewed the settings and closed the clamp. The cassette was removed, gently tapped, and massaged the tubing to disperse air bubbles in the line. Replaced the cassette and the alarm persisted. Removed the cassette, gently tapped the cassette and massaged the tubing again. Pressed the green flow stop to release. Replaced the cassette and the alarm persisted. The pump was powered off. The patient was not affected. Rate- .1ml(milliliter)/hour, reservoir volume- 28.2ml(milliliter), given- 20.5ml.(milliliter) there was no patient injury.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.